Event description:
It was reported that the insulin pump alarmed no delivery. The blood glucose reading was 13.8 mmol/l and then went up to 21 mmol/l. The customer's current blood glucose reading was 8.9 mmol/l. Advised the customer to run a manual prime and insulin did exit. Advised to change the entire infusion set and to connect to the existing reservoir. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.